Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead had pauses in pacing of 2 to 3 seconds, which were recorded on a holter monitor the patient had been wearing. Intermittent loss of capture was noted. The patient had brief episodes of dizziness and lightheadedness. The lead was tested and measurements were within normal ranges and no issues were noted with the device. Noise was noted on the shock channel; however, no noise was noted on the right ventricular (rv) pace/sense channel, and there were no episodes stored in the device. The pacing output was increased, and the patient was placed on another holter monitor for three days. No additional events occurred during that time and no additional symptoms were reported. It was believed that the issue was a transient heightened threshold. No additional adverse patient effects were reported. The device remains in service.